Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. The suspect front panel was unresponsive to touch and the reported failure was duplicated. The technician isolated the root-cause to visible water ingress into the resistive touch panel. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the lower right part of the touchscreen does not work all the time. The customer reported the touchscreen looks like there is fluid in it. The issue occured during pre-test. There is no report of patient involvement associated with the event.